Manufacturer narrative:
This device was used for treatment, not diagnosis. Magnussen, r., carey, j. And spindler, k., (2009). Does operative fixation of an osteochondritis dissecans loose body result in healing and long-term maintenance of knee function?, the american journal of sports medicine, 37, 754-759. This report is for an unknown cortex screw/unknown quantity/unknown lot. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: magnussen, r., carey, j. And spindler, k., (2009). Does operative fixation of an osteochondritis dissecans loose body result in healing and long-term maintenance of knee function?, the american journal of sports medicine, 37, 754-759. A search of billing records at the author's institution was undertaken to identify all patients who underwent open reduction internal fixation (orif) of osteochondritis dissecans (ocd) lesions by the senior author between january 1, 1991, and december 31, 2006. A search drilling for ocd with bone grafting with or without internal fixation and drilling for intact ocd lesion with internal fixation identified 36 patients. After exclusion criteria were implemented, only 12 patients remained in the group for review. There were six males and six females and ranged between 12 to 34 years of age. A diagnostic arthroscopy was performed in each case to localize the ocd lesion and to find and assess the loose bodies. The loose bodies were fixed with one to four metal cortex screws ranging in size from 1.5mm to 2.7mm. All hardware was scheduled to be removed at 12 weeks postoperatively. Eleven of 12 lesions were noted to be completed held and stable at time of removal. The patient that did not heal was patient six, a 15 year old male. A copy of the journal article is being submitted with this medwatch. This is report 1 of 2 for com-(B)(4). This report is for an unknown cortex screw.